Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported thrombosis and death can not be determined based on the limited information available. Article, titled "the 1-year safety and efficacy outcomes of absorb bioresorbable vascular scaffolds for coronary artery disease treatment in diabetes mellitus patients: the absorb dm benelux study". The other events reported in the article are filed under separate MFR report numbers.

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: thrombosis and death. The patient is 62 year old male, with implantation of an absorb gt1 bvs in the proximal left anterior descending (lad) artery. The patient died one day post procedure. Although cause of death was unknown, it was suspected that there was scaffold thrombosis. No additional information was provided. Details are listed in the article, titled the 1-year safety and efficacy outcomes of absorb bioresorbable vascular scaffolds for coronary artery disease treatment in diabetes mellitus patients: the absorb dm benelux study. Please see article for additional information.